Event description:
The reporter indicated that the screen of his (B) (4) device was misaligned and that troubleshooting steps would not resolve the issue. Good faith attempts for product return have been unsuccessful to date.